Manufacturer narrative:
(B)(4). Malformed clip. The analysis results of the (B)(4) found that 8 clips were malformed and 2 clips unformed were received inside a sample bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. However, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure there is no information on what occurred with the device. Unknown how the case was completed. There was no patient consequence.